Event description:
Literature was reviewed regarding pallidal versus subthalamic deep-brain stimulation for generalized isolated dystonia: a retrospective study. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: medtronic 3387/3389 electrodes, medtronic activa rc implantable neurostimulator (ins). Among all patients adverse events / device product performance issues included: in one gpi patient, stimulation was turned off accidentally 4 months after surgery, but was turned on again. The patient's overall clinical symptoms deteriorated unexpectedly at 6 and 12 months. This was caused by the unplanned shutdown of the pulse generator in the 4th month of operation, which could not be recovered by repeated reprogramming. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: jingchao wu,guanyu zhu,yifei gan,fangang meng ,anchao yang,jianguo zhang. Pallidal versus subthalamic deep-brain stimulation for generalized isolated dystonia: a retrospective study. Journal of clinical medicine 2024. Doi: 10.3390/jcm13164902 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.